Event description:
The customer reported that the insulin pump alarmed compromised force sensor system. Customer stated the screen frozed couple of weeks ago. Troubleshooting was done. Customer's blood glucose was 77 mg/dl. Customer stated the insulin squirted out during manual prime process. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump was unable to prime during prime alarm test, due to moisture damage on force sensor. No prime alarms noted. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked reservoir window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.